Event description:
On (B)(6) 2013, the physician reported that the patient has been experiencing an increase in seizures beginning this week. The patient typically has one seizure per month, but for the past week has been experiencing one seizure per week. Upon interrogating and performing system diagnostics (which were confirmed to be all ok), the ifi flag was observed. The physician stated that she believed the increase in seizures was due to the lowered battery percentage left; however, per diagnostics, the battery was functioning properly. Follow up with the physician found that the seizure frequency was minimal while the vns was working well. The current seizure frequency has increased greater than baseline levels. The patient has complex partial seizures. Vns replacement surgery is likely, but has not occurred to date.

Event description:
The vns replacement was completed as scheduled on (B)(6) 2014, with no issues. Pre-op diagnostics were performed which showed the ifi condition. Two intra-operative tests were performed and the results of both were within normal limits. The explanted device will not be returned to the manufacturer, per the facility.